Event description:
It was reported that prior to a left lumbar 4-s microdiscectomy procedure a metal retractor was laying on the patients back and the surgeon activated the bovie on a metal piece of the drill to see if it was going to error as it has in the past. Generator did not error but the metal retractor lying on the patients back burned through the plastic film and left a red mark or red burn on the patients back. Degree of burn is unknown but was not severe. Red mark/burn was left un-treated. Procedure proceeded as normal with no change in instruments and no adverse consequences for the patient. It was also noted that during the procedure that arching was noticed between the bovie and the metal suction coagulator. Again, no adverse consequences were reported.

Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. The lot/batch/serial number was found invalid; therefore, a manufacturing record evaluation could not be performed.